Event description:
It was reported that patient had original inflatable penile prosthesis (ipp) on (B)(6) 2016 by dr. (B)(6). His conceal reservoir has herniated and needs to be revised. Dr. (B)(6) had discussed with patient about repositioning the reservoir but the patient has had abdominal discomfort and at this time just wants the reservoir removed. Dr. (B)(6) would like to leave the cylinders in place as a space saver in the event the patient would like to have a new reservoir at a later time. The device is fully functioning aside from the herniated reservoir. Dr. (B)(6) removed the reservoir and implanted a deactivation plug into the cylinders. No adverse patient effects. Additional information was received. Reservoir was bulging underneath skin making it difficult to inflate device.